Event description:
This ra lead was implanted on (B)(6) 2010. And was explanted on (B)(6) 2012. Lead had impedance greater than 2000. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).